Event description:
During a remote follow-up, inappropriate high voltage (hv) therapy and inappropriate anti-tachycardia pacing (atp) were delivered by the device due to an incorrect interpretation of signal. No device malfunction was suspected, as the device was performing as programmed. Additionally, missing egms were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.